Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside the bd microlance¿ needle. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that foreign matter was found inside the bd microlance¿ needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd has been provided with affected samples to investigate for this record. Visual inspection under microscope show a conical in shape, soft transparent particle on the heel of the needle of all the samples and one sample also with crystalized substance, which may be the nacl. As a result, bd was able to verify the reported issue. Ftir spectral analysis identifies the material clogging the needle as polyethylene (pe). It was observed that these types of particles are commonly generated when needles are used to access the septum of rigid plastic containers of saline or other medication solutions. Further investigation suggested that the bd microlance¿ needle had been used to access rigid plastic containers of saline or other medication solutions designed to have a double septum. The first is a normal rubber closure and the second is a thick polyethylene septum. As a result, bd has considered that bd microlance¿ needles are designed and manufactured according iso 7864 and whose primary use is intended to penetrate the skin and rubber closures of vials. They are not designed to penetrate thick polyethylene membranes. Dedicated devices are available from the supplier of the rigid plastic containers. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle clogged/blocked with lot #180225 regarding item #304622. Investigation conclusion: the clog is generated when using rigid plastic containers of saline or other medication solutions designed to have a double septum, the first is a normal rubber closure, the second is a thick polyethylene septum. Since root cause is related to the handling of the product (previous CAPA#29917), it was determinate that no corrective actions are required at this time.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that foreign matter was found inside the bd microlance¿ needle. There was no report of exposure, injury or medical intervention.